Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient¿s cgm was in a sensor error state on his betabionics ilet insulin pump and was only showing ¿---¿ instead of cgm values. The patient reportedly waited for 3 hours for his cgm value to return and then began to feel disoriented, nauseous, and had blurry vision. The patient¿s blood glucose meter reading was 600 mg/dl and the patient¿s wife took him to the emergency room for evaluation. At the ER, the patient¿s bg meter reading was 675 mg/dl. The patient had a blood test done and was diagnosed with diabetic ketoacidosis (dka). He was then treated with insulin injections. The patient was discharged home after being in the hospital for three days. The patient was ¿fine¿ at the time of report. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.